Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3:yes serial# (B)(6) h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and two (2) controllers ((B)(6)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis associated with (B)(6) revealed a controller power up event logged on (B)(6) 2025 at 11:06:25. Various parameters, including time, patient ID, and pump ID were programmed following the initial controller power up event, indicating the power up event occurred during the initial programming of the controller. In addition, log files revealed one (1) unsuccessful motor start event, as well as one (1) vad stopped alarm, logged at 11:17:02, indicating a failure of the pump to restart after multiple attempts. Review of the alarm log file revealed one (1) vad disconnect alarm was recorded at 11:17:09, indicating a physical disconnection of the driveline from the controller. Log files associated with (B)(6) and (B)(6) were not available for analysis. Of note, information provided by the site revealed that (B)(6) was used to restart the pump and that this controller was loaded with a software containing an unapproved pump start algorithm. As a result, the reported vad stop event associated with (B)(6) was confirmed. The reported controller fault alarm associated with (B)(6) could not be confirmed due to insufficient evidence. (B)(6) was in scope of fca cvg-21-q3-21 (non-subgroup). CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. The most likely root cause of the vad disconnect alarm can be attributed to the physical disconnection of the driveline from the controller, likely due to troubleshooting. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a controller exchange due to a controller fault error alarm, the new replaced controller was unable to start the ventricular assist device (vad), an additional controller with alternate software was used in this event to attempt to restart the vad. The use of the additional controller did restart the vad. The vad and the new controller remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date:31-oct-2025 /serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 17-oct-2024 h5: no d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date:30-apr-2023 /serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 29-apr-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller fault alarm was due to a depleted internal battery.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d4: serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.